Manufacturer narrative:
Patient information was not made available from the site. On 10/04/2016, a medtronic representative, following-up at the site, reported that while attempting to use their navigation system, their imaging system displayed an orange line of communication. Walked the surgeon through updating the imaging system networking information and confirmed functionality. Identified the power source for the navigation interface unit (niu) had come loose. Re-plugged the niu, booted the system and the camera functioned normally. Usb viewer shows all connectivity. On 10/05/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged they were unable to track instruments with their navigation system. In trouble-shooting, they checked the tracking view and found the camera was not communicating but displaying a red-x. There were two green lights on the navigation system camera and re-booting the navigation system did not resolve the issue. No further details regarding the behavior, or specifically when it occurred, were provided. A second navigation system was brought in to use in continuing the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided.